Event description:
A customer reported as a result of getting low readings, the customer didn't self-medicate as per his physician. The reported readings of 29 mg/dl and 36 mg/dl obtained in the am on (B) (6) 2010 were lower than the customer felt. He further reported at 10 pm on (B) (6) 2010 he experienced nausea, dizziness and had a seizure. Although the customer reportedly had low readings, the readings at the time of the medical incident were not provided. The customer also reported being seen by a doctor who increased their aspirin and glyburide, however, no diabetes-related diagnosis was reported. In addition, the customer self-treated with food to counteract the event. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.

Event description:
Same case as MFR report #: 2134265-2010-02711 it was reported that during a ureteral stenting procedure the wire became stuck in the stent catheter. The procedure was eventually completed with the same ureteral stent. Per the site, there was no damage to the stent or wire. There were no patient complications.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.